Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month following implant, the cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to septicemia. It was suspected the source of the infection was from the recent device implant. No further patient complications have been reported as a result of this event.